Manufacturer narrative:
The manufacturer received information that a trilogy ev300 ventilator was reported to have failed active exhalation verification testing in the system setup test for pilot reading. There was no patient involvement, and no harm or injury reported. The service engineer installed a new trilogy evo 3-way solenoid valve and a new trilogy evo proportional valve (active exhalation control module) to address the test failure issue. Verification and repair testing were completed after component replacement. All tests and calibrations were found to be within specifications and/or passed testing.

Event description:
The manufacturer received information alleging a trilogy ev300 ventilator failed calibration during device servicing. There was no patient involvement, and no harm or injury reported. The ventilator failure to calibrate indicate a failure of the active exhalation module. The device's 3-way solenoid and proportional valves require replacement to address the issue. However, repairs have not yet been completed as the customer has not determined the mode of repair in this case. If additional information becomes available, a follow-up report will be submitted.